Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was exhibiting high impedance. The patient's family suspected that there was a compatibility problem with the competitor device it was connected to. A physician reportedly commented that it could be due to the age of the lead. The patient's family prefers to wait until the next generator change to replace the lead. The lead remains in use. No patient complications have been reported as a result of this event.